Event description:
It was reported that caller was not being able to adjust stimulation and there was a display showing "call your doctor" icon , a power on reset (por) condition. It was reported that after patient"s implant the health care provider (hcp) had por message on the programmer. It was reported that caller had a program of 0 volts on program (that had defaulted to por settings. It was indicated it was adjusted to 1.0v and removed amp limit. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0hkjr, implanted: (B)(6) 2014, product type: lead. (B)(4).